Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, heavily calcified, 90% stenosed, mid left anterior descending (lad) coronary artery. A 2.00 x 12 mm mini trek balloon dilatation catheter (bdc) was advanced with resistance felt to the lesion and on the 3rd inflation the balloon ruptured at a pressure of 14 atmospheres as evidenced by contrast escaping from balloon under fluoroscopy. A new non-abbott bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.